Manufacturer narrative:
Device was returned to the company for evaluation.

Event description:
Customer reported an issue with the spectrum monitor which may have affected gas monitoring. No pt injury was reported.